Event description:
It was reported that the left ventricular (lv) lead was causing the patient to feel diaphragmatic stimulation. The pacing configuration was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.